Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad technician that this patient was admitted to the hospital and made status 1a for transplant due to suspected pump thrombosis. The patient was transplanted on (B)(6) 2016. He remains hospitalized post-transplant. No further information was provided.

Manufacturer narrative:
Additional information received on 12/15/2016 indicated that the patient presented to the hospital with tea-colored during and elevated hemolytic parameters. Prior to the transplant the patient was administered glycoprotein iib/iiia inhibitor and salicylate. After being transplanted the patient was transferred to another service. Hvad pump hw24772 was returned to heartware for evaluation. The reported event of "high power" could not be replicated or confirmed with log files analysis. Post-explant functional analysis confirmed that pump hw24772 met pre-implant requirements with power average consumption of 1.99 watts. Visual examination and dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Independent pathology report did not reveal any evidence of thrombus within the pump. There were mild to moderate abrasions on the lower housing ceramic surface and matching inferior surface of the impeller. These mechanical abrasions of the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a malfunction of the device caused or contributed to the reported event. The most likely root cause of the reported event high power can be attributed to external factors such as is thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.